Event description:
It was reported that an external fluid leak was observed from the deaeration chamber replacement line of a prismaflex st100 set after use for continuous renal replacement therapy. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the video showed a leak from the replacement line, between the y connector and the deaeration chamber. The specific defect that allowed the leakage event was not visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.